Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima ii" IV catheter prn adapter leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, by following the doctor's advice, the patient was given intravenous infusion. After two minutes of infusion, it was found that there was a leakage at the interface of the indwser needle, which was exchanged for a new indwser needle. No leakage was found, and the loosening at the joint of the indwelling needle led to leak".

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, by following the doctor's advice, the patient was given intravenous infusion. After two minutes of infusion, it was found that there was a leakage at the interface of the indwser needle, which was exchanged for a new indwser needle. No leakage was found, and the loosening at the joint of the indwelling needle led to leak."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. Leakage test the 2 retained samples, all passed.